Event description:
The following was reported by the pt via maude event report ((B)(4)): (B)(6) 1995 - pt was implanted with a bard flat mesh. Ni/ni/2003 - pt was admitted to ER after a week of spiking temperatures and shaking chills. The pt had a red warm spot on her abdomen. On (B)(6) 2004 - pt underwent surgery for mesh removal, bowel resection, and a new mesh was placed. The mesh was referred to as infected, and a drain was placed after surgery. The pt underwent subsequent surgeries for recurrent infection, and a wound vac was placed.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports she developed a recurrence and an infection. Although medical records have not been provided, both recurrence and infection are known adverse events listed in the product's instructions for use. Additionally, product identifiers and a sample have not been provided; therefore a mfg review and sample eval cannot be performed. With the currently available info, no conclusion can be drawn.